Event description:
Upon completion of arthroscopy of right knee, physician noted right thigh to be very tense - questioned extravasation of arthroscopy fluid. Pt. Admitted to observation status overnight for elevation of and circulation checks to right lower extremity. Discharged following a.m. With improvement in swelling and no ciculatory or sensory impairments. Arthroscopy pump checked by independent contractor who noted pressure monitor values to be up to 16% below the actual pressure generated/displayed.